Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during the patient generator change procedure, the atrial lead insulation was identified to be torn. The atrial lead was repositioned and capped during the procedure on (B)(6) 2025. The physician had implanted a new atrial lead and connect it to a new generator. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction & additional information: the healthcare professional and facility details were corrected. The address 1 was updated from (B)(6), facility name is (B)(6) medical center and physician involved is (B)(6). B5 was updated as new information on low impedance measurement was noted during the procedure.

Event description:
New information received that the insulation damage was noted with low pacing impedance measurement during the procedure.